Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported that a bilateral patient enrolled in the oxford knee post-approval study, underwent a partial right knee arthroplasty on (B)(6) 2007 and a partial left knee arthroplasty on (B)(6) 2008. Subsequently, patient's right knee was revised on (B)(6) 2012 due to implants shifting, loosening and compartment degenerative changes. The surgeon removed and replaced all components in the right knee with a total knee system.